Event description:
It was reported the patient experienced a return of symptoms due to a motor stall. Telemetry strips indicated a pump motor stall occurred in 2009 with no report of recovery. Two days later, a "stopped pump period may exceed tube set" error was recorded. The patient had a refill a day prior, and the error messages were noted at that time. No further outcome was reported.